Event description:
The pt's daughter reported that "back in may" (exact date unk), her mother, a brittle iddm, had finished her breakfast and later that morning began feeling ill. A blood glucose test performed on her surestep meter yielded a hi result. Because she was unfamiliar with this message, she tested her mother's blood glucose using her own personal surestep meter, obtaining an er1 message. Unable to obtain a result, the paramedics were contacted and the pt was transported to the hosp where, upon arrival, a blood glucose of "over 500" mg/dl was obtained. The pt went into "cardiac arrest" and required the use of "the paddles" to bring her back. The reporter was informed by the doctors that high blood glucose did not contribute to the alleged heart attack, but only "contributed to her problems." The pt was released from the hosp after two weeks. The reporter was unsure which meter gave the er1 message, and requested replacement of both meters.